Event description:
It was reported that the patient presented to the emergency room (ER) with weakness and shortness of breath. High threshold and high impedance were noted on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).